Event description:
It was reported that this electrode from the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedances out of range. The technical services (ts) from boston scientific discussed troubleshooting options and recommended to see patient in the clinic. The plan is to revise the electrode and at this time a procedure is not scheduled. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this electrode from the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedances out of range. The technical services (ts) from boston scientific discussed troubleshooting options and recommended to see patient in the clinic. This electrode was explanted and replaced. No additional adverse patient effects were reported.